Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had ongoing replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was 4.9mmol/ l at the time of the incident. It was reported that the customer was assisted on doing troubleshoot for power error detected so she can use the pump continuously until replacement arrives. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.